Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the cup inserter broke. No product fell in the patient and the procedure was completed using another device. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the returned product identified there are impact marks to the strike plate and to the handle junction location. The rubber handle has gouging and there is scuffing to the shaft. The threaded tip of the device has fractured with no fragments returned. The fracture surface features of the g7 monoblock threaded inserter tip align with the summary of failure analysis of threaded inserter tip fractures. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.